Event description:
It was reported that during a laparoscopic cholecystectomy, deployed staples of the distal end were malformed. The cartridge was gold since the target tissue was thick due to inflammation of the gallbladder neck. Additional suture was not performed so it was found that there were the malformed staples at specimen side and the staple line at affected side was enough. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.